Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 140 months after the implantation, the lead was extracted due to inappropriate shocks. During the extraction procedure, a vascular perforation occurred, resulting in a hypovolemic shock. An emergency surgery was necessary to find and stop the source of the bleeding, which was found at the level of the vena anonyma. The device was explanted.